Event description:
I have a lifescan onetouch verio flex and did a sequence of ten tests in under five minutes, and the blood glucose readings were widely all over the place with a spread of difference of 20-45 mg/dl. This big of difference from test to test suggests this meter is not accurate enough to provide patients or their providers with the data needed to accurately manage diabetes or (B)(6). The FDA just enforce higher standards for glucose meters and do more post clearance investigation of device accuracy. Such inaccuracy can result in over or under prescription of medications. FDA safety report ID# (B)(4).